Event description:
Reporter stated that patient obtained a blood glucose result of 375 mg/dl, while using the suspect device. Reporter indicated that patient's blood glucose immediately retested on a physician's device with a result of 106 mg/dl. Patient's therapy was not modified based on the value obtained on the suspect device. Quality control testing had not been performed on patient's device. Technical support requested the return of the suspect product and replacement product was shipped.